Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (enc453712, 8645715) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31471104) could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and then switched to a second new microcatheter, a prowler select plus 150/5cm (lot unknown) and delivered the original stent, but the stent was still impeded in the distal end of microcatheter and could not pass through the microcatheter. The doctor removed the stent and the second microcatheter from the patient, it was found that the stent was detached from the delivery wire in the microcatheter. The doctor switched to a second stent to complete the surgery with the second microcatheter. The surgery was prolonged about 10 minutes. Additional event information received on 04-jul-2025 indicated that there was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: event description updated with additional event information received on 04-jul-2025: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (enc453712, 8645715) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31471104) could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and then switched to a second new microcatheter, a prowler select plus 150/5cm (lot unknown) and delivered the original stent, but the stent was still impeded in the distal end of microcatheter and could not pass through the microcatheter. The doctor removed the stent and the second microcatheter from the patient, it was found that the stent was detached from the delivery wire in the microcatheter. The doctor switched to a second stent to complete the surgery with the second microcatheter. The surgery was prolonged by about 10 minutes. Additional event information received on 04-jul-2025 indicated that there was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A lab-sample guidewire was attempted to be advanced through luer hub of the microcatheter to the distal end; however, it got impeded at 23.5 cm from the proximal end of the microcatheter. A dissection was made, and dried blood and dried saline residues were found occluding the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the dried saline residues suggest that the flush was insufficient as according to risk documentation, an insufficient flushing can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31471104 number, and no non-conformances related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.